Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (1750.0 mcg/ml at 115.3 mcg/day) via an implantable infusion pump. It was reported that the patient experienced a motor stall that had not recovered and that the patient experienced a loss of therapy. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. Replacement of the device was planned; the patient was alive with no injury. No further complications have been reported as a result of this event.